Event description:
It was reported that the patient was in the intensive care unit at the hospital and went into a ventricular tachycardia. The implantable cardioverter defibrillator (ICD)  did not deliver therapy for this and the patient progressed in to ventricular fibrillation (vf) which was treated with external defibrillation which was ineffective. Investigation into the device not detecting revealed that the ventricular tachycardia (vt) was below the detection zone set and the ventricular fibrillation (vf) was mostly too fine to be detected.

Manufacturer narrative:
(B)(4).